Manufacturer narrative:
Date sent: 06/04/2009. Broken jaw. Eval summary: the analysis results found that the el5ml device was returned with the jaws broken. The most likely reason for the jaw breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This type of breakage is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The instrument was cycled and it ejected eleven clips due to the found condition; no jamming issues were noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not clip on the second firing. On the third firing the device jammed. A new device was used to complete the procedure. There was no pt consequence.